Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was also reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Blood glucose level was around 130 mg/dl. Reportedly, the customer had an alternate cable available to charge the pump.